Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on an unknown date and mesh was used. The patient developed a wound infection. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2012-00791. The same device is represented in each medwatch as it was involved in two events.